Manufacturer narrative:
Manufacturing report on retained samples, actual samples never returned.

Event description:
Received complaint from hospital reporting patient experiencing severe hemolysis after dialysis treatment. The three common products that was used were: f5m8784g nipro gama blood set for dialysis, nipro f5m190h elisio dialyzer high flux 190h, and f5m0531 nipro avf 16g x1" htc-15r. As a result of hemolysis, patient felt chest pain and went through catheterization on the next day, results: coronary arterys were found to be ok. Per the initial reporter, the patient experienced symptoms 3 1/2 hours after treatment initiation, staff did not observe any kind of kink on tubing, no alarm of blood in dialysate, machine alarmed for high/low arterial and venous pressures. Dialysis was run at blood flow rate of 300ml/min. Patient had routine cbc and chemistry drawn, hemolysis was found and confirmed by laboratory, they were unable to perform tests due to hemolytic serum. Tests were repeated 4 times within 24 hours. Additional confirmation was provided by an elevated ldh, low haptoglobin and elevated indirect bilirubin, no significant drop in hemoglobin. Patient does not have history of allergy but does have history of high blood pressure.